Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the fraction of inspired oxygen (fio2) shown on the display did not fall from 98. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded. The sensor had just passed calibration after periodic replacement. The history of periodic maintenance could not be confirmed by the subsidiary.